Event description:
This complaint is now reportable based on the analysis completed on 03/24/06. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage. The lesion being treated was located in the right coronary artery (rca). The physician was unable to cross the lesion with a taxus express2 3.50 x 32mm stent. The device was removed from the pt's body. The procedure was completed using another of the same device. There were no further complications reported. The pt status is listed as "satisfactory/good."